Event description:
During an in-clinic follow-up, increased pacing impedance was detected on the left ventricular (lv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.